Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump for spinal pain and radicular pain syndrome (radiculopathies). On (B)(6) 2018, the hcp called to request compatibility guidelines for an magnetic resonance imaging (MRI). The procedure was not due to a problem with the device or therapy. The hcp reported the MRI was for chronic back pain and that the patient may need surgery for it. The hcp did not know if the chronic back pain was related to the device or therapy. The hcp stated that the patient "initially lied about not having a pump and then said the pump [was] still implanted and was changing her story about the pump no longer being filled and being non-functional". No further information was provided.

Manufacturer narrative:
The previously reported device code (B)(4) no longer applies to this event and has been updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-sep-06 additional information was received from the healthcare professional (hcp). It reported that the patient's chronic back pain was not caused or contributed to by the device or therapy. The hcp confirmed the pump was no longer being filled, but was functional. The cause of the pump not being filled was due to "patient choice, non-compliance". The hcp then stated that "the pump is functional, it was set to minimal flow rate". The purpose of the MRI was to determine the need for lumbar fusion. The patient's status was "neurologically stable, doing well".